Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully positioned the was in the laa of the patient. The pigtail catheter was then inserted into the was when the physician noted that the hemostatic valve of the was could not be fully opened or closed. A large amount of air was then seen in the right coronary artery and the left ventricle of the patient. The patient began to experience st segment elevation as a result. The patient was placed on 100% oxygen, given fluids and then was monitored. The physician attempted to aspirate any air through the pigtail catheter before continuing the procedure. The physician successfully implanted a closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the st segment elevation resolved. The patient is expected to make a full recovery from this event.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully positioned the was in the laa of the patient. The pigtail catheter was then inserted into the was when the physician noted that the hemostatic valve of the was could not be fully opened or closed. A large amount of air was then seen in the right coronary artery and the left ventricle of the patient. The patient began to experience st segment elevation as a result. The patient was placed on 100% oxygen, given fluids and then was monitored. The physician attempted to aspirate any air through the pigtail catheter before continuing the procedure. The physician successfully implanted a closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the st segment elevation resolved. The patient is expected to make a full recovery from this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman trusteer access system without the dilator, and blood in the device. Inspection of the device found a kink in the sheath 11cm proximal of the tip. Inspection of the valve through the borescope found no damage or defect. Functional testing was completed by closing and opening the valve. The valve was not smooth, and it was difficult to close. The device was flushed, and it was difficult to remove air. The valve cap was removed. Inspection under the microscope found the valve thread was damaged. Product analysis confirmed the reported event as closing the valve was not smooth, and the thread was damaged causing difficulty removing air in the device.